Event description:
Reporter indicated that vns pt has been seeing double since an increase in programmed device frequency. There have reportedly been no recent medication changes. Treating neurologist reportedly does not believe that the pt's vision problem is related to the vns. The pt reduced their nighttime dosage of medication from 600mg to 200mg and reports an improvement in their vision since the reduction in medication.